Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels; however, the exact value was not provided. The customer drank soda and ate honey to bring bg level up. Reportedly, the customer went to the doctor to adjust the basal rate on the pump. At the time of the reported event, the customer's bg level was "fine".